Event description:
The nurse reported additional information (as forwarded by the cns) on 30-jul-2023 stating that the manifold was recently placed on the patient (for maybe a few hours). The rn was connecting a new infusion to the manifold and it cracked off when the nurse luer locked it onto the nad. All infusions stopped and their standard manifold was primed and applied. There was leaking because the infusions were already going through the manifold. It was likely infusing with milrinone and tpn but the nurse does not remember specifically. The entire manifold was compromised. There was a delay in therapy as the medications had to be stopped and the tubing needed to be re-primed in order to restart infusion.

Manufacturer narrative:
Additional information can be found in b5, d9 and h6. The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Six new and one used ac222 5-gang nanoclave extension sets were returned for investigation. The used device was confirmed to have one of the nanoclave side ports broken off. The adhesive bond was examined at the break site and found to have adhesive visible. Each of the adjacent side port bonds were tested and found to meet bond integrity expectations outlined in the product performance specification. The broken-off nanoclave was not returned with the manifold. Each of the new ac222 assembly side port bonds were tested and found to meet bond integrity expectations outlined in the product performance specification. The bond integrity of all the returned ac222 samples met product performance expectations. The probable cause of the the confirmed breakage cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 28aug2023. Updated information can be found in g1 and corrected information can be found in g4 - pre 1938.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 11" smallbore ext set w/5 gang 4-way nanoclave® stopcocks w/baseplate, luer lock. It was reported that the needless access device (nad) cracked off the manifold while on a patient. There was no human harm reported as a result of this complaint/event.